Manufacturer narrative:
Other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported the radical-7 "power turns off on its own." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned radical-7 and concomitant rds-1 docking station were evaluated. A defective back cover on the radical-7 prevented the handheld from making proper contact with the pins on the rds-1 docking station. In this condition, the handheld was unable to properly charge and powers off when it pops out of the rds. The docking station itself passed visual inspection and was determined to be functioning as designed. E1: initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported the radical-7 "power turns off on its own." There was no patient impact or consequence reported.